Event description:
Customer reported that the device had interruptions during operation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received for service. During pre-repair assessment performed by technician, no failure identified was found. Placeholder.